Event description:
During follow up, it was noted that the right ventricular lead was dislodged. An x-ray examination confirmed lead dislodgment. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. The helix could not be extended due to the helix being clogged with blood and an over-torqued inner coil. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. Tests performed indicated normal electrical characteristics. A complete analysis of the lead indicated no anomalies.